Event description:
Event description boston scientific crm received information that this ventricular lead, one day post implant, had intermittent capture at 6 volts. The patient's heart does conduct from the atrium to the ventricles and is out of danger as there is a dual chamber pacing sytem implanted.